Manufacturer narrative:
(B)(4). The insulin pump was not received in stuck manufacturing mode. The pump was unable to perform the displacement and occlusion tests. The pump was received with a broken reservoir tube lip, and missing reservoir tube o-ring. The case was cracked at the battery tube side and display window had minor scratches. Also the belt clip rails were broken and the case was scratched.

Event description:
The customer's parent reported via phone call that the insulin pump was damaged; the reservoir compartment had broken plastic. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the caller did not recall any significant events that led to the damage. The insulin pump was returned for analysis.